Event description:
V12 would not tack through the 7fr anl sheath. Shaft concertinaed due to the force required to push the v12.

Manufacturer narrative:
The catheter delivery system was badly kinked in multiple locations. The shaft was also accordance or collapsed upon itself. The stent was bent end to end approx 20 degrees. The stent was in the un-deployed state and had a small buckle 1 cm from the proximal end of the stent. The stent was affixed properly to the balloon and had not been moved. There were no signs that the stent had been attempted to be deployed. The introducer sheaths appeared to be in good condition with no kinking or deformation noted. An attempt was made to place the returned 9mm x 59mm stent through the two cook anl1 introducer sheaths. The result was that the stent was only able to be placed up to the buckle in the stent. A new 9mm x 59mm catheter from mfg was attempted to be placed through the two introducer sheaths. The catheter system passed through both introducer sheaths and back out again without the catheter kinking or stent dislodgement. The 20 degree bend in the stent that was noted indicates that the stent was in a bend at some point while tracking through the introducer sheath. A review of the production lot history data from quality control indicated successful passage of the lot quantification samples through a 7 french cordis introducer sheath. With no additional procedural details, or case films it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.